Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts ab-interno implantation in left eye. During post-operative weeks 1-3, intraocular pressure (iop) was 15 mmhg. At post-operative day 30, the eye socket was flat and iop increased to 30 mmhg; hcp provided ocular massage and needling but was unsuccessful. Later, hcp opted for conjunctival revision surgery with visualization of stent; stent was mobile and no obstruction was observed, but there was no drainage through the ostium. On post-operative day 41, device was confirmed as non-functional. Events have not resolved. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
On post-operative day 24 trabeculectomy performed. On post-operative day 41, device was confirmed as non-functional. Device remains implanted. Events have resolved.